Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (loss of pacing capture) likely contributed to the valve embolization into the distal aortic arch and subsequent deployment of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: sammour y, banerjee k, kumar a, lak h, chawla s, incognito c, patel j, kaur m, abdelfattah o, svensson lg, tuzcu em, reed gw, puri r, yun j, krishnaswamy a, kapadia s. Systematic approach to high implantation of sapien-3 valve achieves a lower rate of conduction abnormalities including pacemaker implantation. Circ cardiovasc interv. 2021 jan;14(1):e009407. Doi: 10.1161/circinterventions.120.009407. Epub 2021 jan 12. Pmid: 33430603.

Event description:
As reported through an article, 'systematic approach to high implantation of sapien-3 valve achieves a lower rate of conduction abnormalities including pacemaker implantation', a study of 406 consecutive patients who underwent transfemoral transcatheter aortic valve replacement using sapien 3 (s3) valves between april 2015 and december 2018 was performed. Outcomes with typical valve deployment strategy were compared to a more contemporary high deployment technique (hdt). A valve embolization occurred in one patient in the hdt group as a result of loss of pacemaker capture during post dilation of the valve. The 29mm sapien 3 valve embolized to the distal aortic arch with the subsequent successful implantation of a second sapien 3 valve using hdt.